Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be received a supplemental form will be completed.

Event description:
It was reported that the touch screen pixels have stopped working. Reportedly, only 1/8 of the screen is visible. There was no impact to customers' blood glucose level.